Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures. Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump detects movement in hall sensor counts. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.